Event description:
It was reported the patient¿s second implantable neurostimulator (ins) was implanted in their upper buttock, but the placement was ¿killing their leg.¿ the reporter stated their healthcare professional decided to move the placement of the ins to their abdomen two years ago. It was noted the ins was replaced with a rechargeable ins at that time because the rechargeable ins would last longer. Additional information received reported the implantable neurostimulator (ins) was hurting so bad they had to put the ins in the front. The reporter stated this was their second ins they had to move because it was hurting their back and legs and making their legs numb. It was noted the ins was replaced on (B)(6) 2009. It was further noted the patient had their ins put in for their arm and reflex sympathetic dystrophy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).